Event description:
It was reported that the pt has experienced stimulation going down into her knees and rectum since she bumped into a wall. She hit the area of her hip where her device was located. The pt was at home. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).